Event description:
Customer ate dinner and tested blood glucose and received a result of 563mg/dl. The customer called paramedics and was taken to the hosp. At the hosp a lab was done and the result was 462mg/dl. The customer was admitted to the hosp. No controls were in use.